Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('suffered the whole 4 years with chronic pelvic pain') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 (four girls). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dyspareunia ("painful intercourse"), genital haemorrhage ("brown bleeding"), menorrhagia ("heavy cycles"), alopecia ("hair loss"), tremor ("leg tremors") and weight fluctuation ("unbalanced weight"), lasting 4 years and experienced rash macular ("red spot on neck, back, chest and stomach"). Essure treatment was not changed. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, menorrhagia, alopecia, tremor, weight fluctuation and rash macular outcome was unknown. The reporter considered alopecia, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, rash macular, tremor and weight fluctuation to be related to essure. The reporter commented: discrepancy in essure insertion date - 2010 and (B)(6) 2011. She posted four years after essure insertion and having problems she will have to have a hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('suffered the whole 4 years with chronic pelvic pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 (four girls). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dyspareunia ("painful intercourse"), genital haemorrhage ("brown bleeding"), menorrhagia ("heavy cycles"), alopecia ("hair loss"), tremor ("leg tremors") and weight fluctuation ("unbalanced weight"), lasting 4 years and experienced rash macular ("red spot on neck, back, chest and stomach"). Essure treatment was not changed. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, menorrhagia, alopecia, tremor, weight fluctuation and rash macular outcome was unknown. The reporter considered alopecia, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, rash macular, tremor and weight fluctuation to be related to essure. The reporter commented: discrepancy in essure insertion date 2010 and (B)(6) 2011. She posted four years after essure insertion and having problems she will have to have a hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Case upgraded to serious incident with event of "pelvic pain" being changed to "suffered the whole 4 years with chronic pelvic pain". Event added- red spot on neck, back, chest and stomach. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.